Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an undergoing planned/non-emergency treatment. The procedure was completed as planned by using 3d spin. It was reported to philips that the geometry movements were unavailable. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles onsite and found issue with c-arc drive. To resolve the issue, the fse replaced the c-arc drive and readjust the position and performed the calibrations. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the geometric functionality is still available and the procedure can be completed on the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.